Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii seal (4.5mm), seal could not be loaded, and the procedure was completed without any problems using a spare heart string. No health hazard to the patient.

Manufacturer narrative:
(B)(4). The lot # 25149704 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID#: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii seal (4.5mm), seal could not be loaded, and the procedure was completed without any problems using a spare heart string. No health hazard to the patient.